Event description:
It was reported that the physician suspected the patient might be allergic to a part of the implantable pacemaker system. It was noted that an infection was initially suspected, however the tests came back to be negative. No further information was reported.

Event description:
New information noted that the patient came into clinic for allergy test on (B)(6) 2017. It was discovered that the patient was allergic to epoxy resins from the pulse generator. Since it was not life threatening, the physician discussed with the patient and decided to leave the system implanted. The patient was given medication.